Event description:
As part of a legal dispute, intuitive surgical received information regarding a patient who underwent a da vinci robotic hysterectomy procedure for hyperplasia on (B)(6) 2011. Intuitive surgical was provided with the operative report. Additional information provided includes follow-up hospital and operative reports. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. On (B)(6) 2011,the patient underwent laparoscopy, lysis of adhesions, robotic hysterectomy, bilateral pelvic lymphadenectomy, and cystoscopy. It was noted that there was extensive adhesions and exposure. It was also noted that the site used a harmonic scalpel and cautery. The patient was discharged on (B)(6) 2011 in stable condition. On (B)(6) 2011, the patient returned to hospital after CT noted possible abscess versus enterocutaneous fistula. On (B)(6) 2011, the patient underwent exploratory laparotomy and noted extensive adhesions as well as small defect in small bowel resected with end-to-end anastomosis. Noted of areas of induration on bowel. The patient was discharged home in stable condition on (B)(6) 2011. No further clinical information was provided.

Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaint was reported relating to this event. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the operative report indicated that after undergoing a da vinci surgical procedure the patient suffered a vaginal cuff dehiscence.